Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report. This device was involved in a recall 1627487-05242011-002-r.

Event description:
It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. Surgical intervention may be pending to address the issue.